Event description:
Additional information received reported that the patient was doing great.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that when the patient sat in a chair, everything initially felt fine but then after a couple of minutes it felt like the left side shut down. This had started a few weeks prior. The patient wasn¿t sure if this was normal or if the wires were moving. The patient was nervous about the system but that it had greatly helped his back problems. Additional information was requested, if received a follow up report will be sent.